Manufacturer narrative:
Device evaluation: the explanted pump was returned assembled with the driveline severed approximately 1 inch from the pump housing. Two additional adjacent segments of the driveline both measuring approximately 2 inches in length were also returned. Upon disassembly of the pump, a thrombus formation was found surrounding the inlet bearing ball, obstructing approximately 15-20 percent of the blood flow path. The lamination and denaturation of this formation indicate that it likely developed on the inlet bearings over an undetermined period of time while the pump was supporting the patient. Examination of the proximal-side of the outlet stator revealed three small tissue-like depositions. The lack of laminated layering indicates that the depositions did not initially form in the outlet stator. While the origin of this deposition could not be determined, its color and texture appeared similar to the inlet bearing thrombus, suggesting that they could have potentially broken off from the thrombus found in that location. The evaluation of the pump as returned could not determine a specific cause for the development of the observed depositions or a duration of time for which they were present in the device; however, their partial obstruction of the blood flow path could have contributed to the reported elevated ldh levels. The depositions could have also created increased drag on the spinning rotor, contributing to the reported elevations in pump power. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 81 days.  The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced steady elevation of lactate dehydrogenase (ldh) levels for several weeks. On (B)(6) 2017 the ldh level was 1825 u/l. The ldh then trended down, but on (B)(6) 2017, was again elevated at 1613 u/l. Intermittent, occasional pump power elevations were also noted. The patient's anticoagulation regimen included aspirin and plavix, and had also been on warfarin for many weeks. A pump exchange was subsequently performed on (B)(6) 2017. No additional information was provided.